Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that following a stenting treatment procedure, the patient presented with in stent restenosis and myocardial infarction. Due to stable angina and a positive stress test, the patient underwent the index procedure with deployment of four drug eluting stents. A 3.0x 38.0mm taxus liberte stent was deployed to the mid left anterior descending (lad) artery, two non-bsc stents were deployed to the vein graft to the first obtuse marginal branch followed by a 3.0x 12.0mm promus stent deployed to a second lesion located in the vein graft to the first obtuse marginal branch. Post procedure residual stenosis was 10% with timi 3 flow in the treated lesions. The patient was discharged the next day on aspirin and clopidogrel. In (B)(6) 2010, the patient was admitted to the hospital with complaints of chest pain and shortness of breath. The site reported the EKG to be abnormal and cardiac enzymes were elevated. The patient was diagnosed with acute myocardial infarction and congestive heart failure. The next day, the patient was treated with lovenox, metoprolol tartrate, lasix, nitroglycerin and zofran for the chest pain and shortness of breath symptoms. The patient was life-flighted to another hospital where she was admitted to intensive care. The patient was diagnosed with acute coronary syndrome with inferior wall ischemia to non-st elevation myocardial infarction. On day 3, cardiac catheterization revealed the mid lad had an 80-90% in-stent restenosis of a previously placed study stent. The saphenous vein graft to the obtuse marginal revealed a 95-99% in-stent restenosis. There was still timi iii flow in the graft and the native vessel. Revascularization was performed with the deployment of two drug eluting stents to the in-stent restenosis in the saphenous vein graft to the obtuse marginal. Post procedure stenosis was less than 10% with timi iii flow. Another drug eluting stent was deployed, overlapping with the in-stent restenosis in the lad. Post procedure stenosis was less than 10% with timi iii flow. A swan-ganz catheter was placed during this procedure. The patient was transferred back to the ICU post procedure. The patient continued to experience respiratory insufficiency and progressed to respiratory failure requiring bipap ventilation. The patient's hemoglobin and hematocrit dropped rapidly the following day and the patient was transfused with two units of packed red blood cells. The patient remained in the ICU for several days and progressed from bipap to a non-rebreather. The patient received integrilin and thiazide diuretics. The acute respiratory failure and the acute on chronic anemia resolved and the patient was discharged on day 7. Per the physician, the myocardial infarction event was "possibly related" to the study stent.

Event description:
(B)(4). It was reported that following a stenting treatment procedure, the patient presented with in stent restenosis and myocardial infarction. Due to stable angina and a positive stress test, the patient underwent the index procedure with deployment of four drug eluting stents. A 3.0x38.0mm taxus liberte stent was deployed to the mid left anterior descending (lad) artery, two non-bsc stents were deployed to the vein graft to the first obtuse marginal branch followed by a 3.0x12.0mm promus stent deployed to a second lesion located in the vein graft to the first obtuse marginal branch. Post procedure residual stenosis was 10% with timi 3 flow in the treated lesions. The patient was discharged the next day on aspirin and clopidogrel. In (B)(6) 2010, the patient was admitted to the hospital with complaints of chest pain and shortness of breath. The site reported the EKG to be abnormal and cardiac enzymes were elevated. The patient was diagnosed with acute myocardial infarction and congestive heart failure. The next day the patient was treated with lovenox, metoprolol tartrate, lasix, nitroglycerin and zofran for the chest pain and shortness of breath symptoms. The patient was life-flighted to another hospital where she was admitted to intensive care. The patient was diagnosed with acute coronary syndrome with inferior wall ischemia to non-st elevation myocardial infarction. On day 3 cardiac catheterization revealed the mid lad had an 80-90% in-stent restenosis of a previously placed study stent. The saphenous vein graft to the obtuse marginal revealed a 95-99% in-stent restenosis. There was still timi iii flow in the graft and the native vessel. Revascularization was performed with the deployment of two drug eluting stents to the in-stent restenosis in the saphenous vein graft to the obtuse marginal. Post procedure stenosis was less than 10% with timi iii flow. Another drug eluting stent was deployed, overlapping with the in-stent restenosis in the lad. Post procedure stenosis was less than 10% with timi iii flow. A swan-ganz catheter was placed during this procedure. The patient was transferred back to the ICU post procedure. The patient continued to experience respiratory insufficiency and progressed to respiratory failure requiring bipap ventilation. The patient's hemoglobin and hematocrit dropped rapidly the following day and the patient was transfused with two units of packed red blood cells. The patient remained in the ICU for several days and progressed from bipap to a non-rebreather. The patient received integrilin and thiazide diuretics. The acute respiratory failure and the acute on chronic anemia resolved and the patient was discharged on day 7. Per the physician, the myocardial infarction event was "possibly related" to the study stent.